Event description:
It was reported that the patient experienced a tingling sensation that felt like shocks when the device was turned up and on. The lead had high impedances. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7090914, UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 510290, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180, model: sc-4318 , batch: 26612865, UDI: (B)(4).

Event description:
It was reported that the patient experienced a tingling sensation that felt like shocks when the device was turned up and on. The lead had high impedances. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Sc-2218-50 (sn (B)(6) and (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the photographic evidence provided from the field is consistent with elevated impedance values, confirming the reported event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-1232 (sn (B)(6)) investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-4318 (lot 26612865) investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.